Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. The customer's blood glucose (bg) level was not impacted. The customer could not provide exact dates of the reported issue. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was not performed. Reportedly, the customer discarded the cartridges.